Event description:
It was reported that there was a capsular tear and the intraocular lens (iol) was removed. In follow-up, it was reported that the lens was implanted in the patient's right eye and there was a capsule tear. An incision enlargement and a vitrectomy were performed to remove the lens out and the physician opted to implant a non-amo lens. Reportedly, the surgeon used non-amo equipment during the procedure. The patient was reported to be doing well post-operatively.

Manufacturer narrative:
(B)(4). The intraocular lens (iol) was returned to the manufacturing site for investigation. The lens was received cut in three parts. Visual inspection was performed at 10x magnification. Residue of viscoelastic (ovd) was observed in the optic body. Loose particles were observed in the returned lens sample, compatible with handling the lens. The lens sample was observed with the characteristic of an acrylic 1-piece lens. Based on the information provided, the complaint issue was not indicated as a device problem. The customer's reported event could be related to the surgical technique used during iol insertion process. The lens was handled for surgical use. The investigation results did not suggest that the reported complaint lens was affected by the manufacturing process. A manufacturing record review was performed. No deviation or non-conformance (ncr) was identified in the review that was related to the manufacturing process. All process operations presented in the manufacturing record from product generation to product boxing were in compliance with manufacturing instruction specifications. All tests results showed a pass condition. The documentation showed that the lens was manufactured according to specifications. A review of the raw material/manufacturing procedures in change control system was done during the period when the lens was manufactured and did not show any change that could be related to the customer's complaint reported. The lens met specification prior to release. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.